Event description:
It was reported that the pulse generator was electively explanted on (B)(4) 2015. Due to the patient being dependent, the device was placed on the outside of the pocket and remained in service. On (B)(4) 2015 the pulse generator was interrogated and a diagnostics anomaly was observed. The patient was implanted with a new device on (B)(4) /2015. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.